Event description:
It was reported that a patient underwent a gynecological procedure on (B) (4) 2009. Prior to first use, the blade of the device did not work. Several attempts to turn on the device were made but it did not work. A second like device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4) - blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.